Event description:
It was reported that during a follow up, high capture threshold and high pacing lead impedance was observed on the right ventricular lead. The physician decided to replace the lead and the procedure was performed. The patient was in stable condition before, during and after the replacement procedure.